Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient began therapy without being connected - use error. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) to start over using new supplies. There was patient involvement. The tsr documented during the troubleshooting that the hp had pressed "start to "go" before connecting to the hc. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient was contacted on (B)(6) 2011. The home patient stated he did not develop any adverse reactions or require any medical intervention. The home patient is currently performing therapy without any complications. The home patient also stated this was an isolated event.